Manufacturer narrative:
The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. All operating currents are within specification. No unexpected failed battery test alarms noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the pump was exposed to moisture and now she received a failed battery test while programming a bolus. The patient's blood glucose at the time of incident is unknown. According to the customer, none of the buttons were working. Troubleshooting was declined for the failed battery test and moisture damage. The customer was instructed to remove the battery and leave it out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.